Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that one day post implant high out of range pacing impedances measurements were seen when it comes to this right atrial (ra) lead as well as no pacing and high pacing thresholds. On x-ray no faults were seen, the helix appeared normal and the connection with the device also appeared normal. The ra lead was tested with a pacing system analyzer (psa) upon explant, and out of range pacing impedance measurements were also seen with no pacing. The lead was replaced and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extremely stretched and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured due to torsional overstress during attempts to extend/retract the helix.

Event description:
.